Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl; cause was unknown. Customer consumed gingerale and a cookie to address bg. Subsequently, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 214 mg/dl. Customer reverted to an alternate method of insulin therapy.